Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: customer reports that the tubing is coming out of the connector, no further details. Limited information provided. A picture was provided which indicates potential blood leakage. No injury reported.

Manufacturer narrative:
(B)(4). One (1) unopened sample was returned for evaluation. The sample was tested for leakage per specification with passing results. In addition, the pull test was performed on all bonded joints and all were found acceptable. The returned product was functionally tested per specification and the reported defect was not able to be replicated or confirmed. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature. While we are unable to confirm the reported defect, we will maintain this report for further references, and continue to monitor other reports for similar occurrences.